Event description:
New information received noted that a remote transmission mentioned programming changes had been made to address noise that was reproducible by isometrics. Additionally, the transmission revealed the atrial lead exhibiting intermittent under-sensing with inappropriate atrial pacing. Also, an alert for high ventricular rate triggered by conducted atrial tachycardia was seen. The patient would continue to be monitored. The patient condition was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. The remote transmission showed the atrial lead exhibiting false episodes of atrial tachycardia and noise reversions caused by noise oversensing. Other atrial lead measurements were stable and within normal range. Programming changes were recommended. The patient's condition was stable.